Manufacturer narrative:
H.6. Investigation: eight photos were received and evaluated. The photos showed a threaded lock piece connected to some transfer tubing and several photos of loose and sealed packaged threaded lock devices from batch #0055446 (p/n 303369). The reported leaking device was observed to have the luer lock ¿ears¿ bent down away from the device body with scratch marks along the sides of the ears. No defects were observed in the unused samples in the photos. Three used loose decontaminated samples and 16 sealed packaged samples, confirmed to be from batch #0055446 (p/n 303369), were received. The samples were visually evaluated. The 3 used samples were all observed to have damaged luer lock ears on the threaded lock¿s hub where it would connect to a luer lock threaded device. Friction marks were observed in the ears and they were bent away from the friction area. No manufacturing defects were found in these samples that could contribute to the observed failure. No defects were observed in the luer lock parts of the sealed packaged samples. Based on the sample evaluation and the complaint description, it is possible the threaded lock devices were overtightened with the mating device. This could damage the luer ears, as evidenced by the friction marks and the ears bending away from the piece and resulting in an insecure connection and potential leakage. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that bd threaded lock cannula experienced a case of leakage, and 2 cases of IV sets with lose connection/separated/detached. The following information was provided by the initial reporter: this is a report about a defective threaded lock. According to the customer's report, when the hcp connected the threaded lock luer to an infusion set, the connection was loose and the luer could not fit properly (it was spinning). This loose connection issue occurred in three cases and it caused leakage (saline , glucose solution, etc.) In one case.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd threaded lock cannula experienced a case of leakage, and 2 cases of IV sets with lose connection/separated/detached. The following information was provided by the initial reporter: this is a report about a defective threaded lock. According to the customer's report, when the hcp connected the threaded lock luer to an infusion set, the connection was loose and the luer could not fit properly (it was spinning). This loose connection issue occurred in three cases and it caused leakage (saline , glucose solution, etc.) In one case.